Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed in the log files fault code #37 which indicates a pressure solenoid failure,. In addition, the stm also observed and "increased motor speed required" faults which indicates a bad scroll compressor. The stm replaced the drive manifold; however, this did not solve the reported issue. The stm completed a full calibration check and observed that the pressure valve was low and attempted to adjust the pressure regulator to obtain factory specifications; however, the stm was unable to make the adjustments. A new scroll compressor was ordered and the stm returned at a later date to complete troubleshooting. The stm disassembled the iabp unit, installed the new scroll compressor, then ran the iabp unit through all calibration tests and made adjustments to meet factory specifications. The stm removed the newly installed drive manifold and replaced the original part then ran the iabp unit on a test balloon and trainer for approximately thirty (30) minutes with no issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a service/test performed by the customer, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure and a pressure solenoid failure. It was later clarified that there was a pressure solenoid fault. There was no patient involved; thus, no adverse event reported.